Event description:
It is reported by the customer, during a total laparoscopic hysterectomy using a thunderbeat, the tip of the thunderbeat fell off and into the patient. Fluoroscopy and x-ray were brought in to locate tip. The tip was found and removed from the patient. The procedure was completed with no patient injury. Additional details regarding the patient and reported event have been requested from the customer. At this time, no additional information has been provided.